Event description:
It was reported that an ilet displayed alert 38 indicating consecutive stalled motor events, verified on the device, and the alert persisted after a restart, leading to replacement of the pump. Symptoms included hyperglycemia with a peak of 400 mg/dl. Outcomes included the user¿s continuation of insulin therapy via subcutaneous insulin pens and continued cgm use through the dexcom application or receiver. Investigation included a review of the device alert history and device restart steps with the user, with return of the original device for evaluation and provision of a shipping label. Investigation of this case revealed a stalled motor condition consistent with an insulin delivery obstruction or motor stall, with no evidence of user harm reported. It was concluded that the motor stall alert persisted after restart, warranting device replacement and further evaluation upon receipt of the returned unit.

Manufacturer narrative:
Investigation summary: the device was able to prime 165 units, however, an abnormal noise was heard during rewind. The device was opened and the motor was seen struggling to complete the rewind. Pressing the motor casing caused the motor to further struggle until stalling. Releasing the motor casing allowed the motor to continue rewinding again, indicating that the casing is loose and allowing the motor shaft to wobble and mis-time the pinion gear to the adjacent step gear.